Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results, and to correct the device lot number. The device was returned to olympus for evaluation. The user¿s complaint was confirmed. A visual inspection was performed on the received device and found the probe broken and detached. The broken probe portion was not returned and measured approximately 16mm in length. The device was attached to a test usg-400/esg-400. An u509 error code was observed during testing. The teflon pad was inspected and found to be slightly worn with a small split about 1mm on the edge at its proximal end; however, still intact with no metal exposed.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The exact cause of the reported event cannot be determined at this time. Based on similar reports, this type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a therapeutic laparoscopic hysteroscopy procedure, the device jaw broke off and fell into the patient. The device fragment was retrieved utilizing a grasper. A "probe damage" error message was observed on the generator. The incident occurred while the surgeon was performing the seal/cut function with generator settings of cut 2/coag 1. The intended procedure was completed with a similar device. There was no patient injury reported. Additionally, it was reported that the device probe was inspected prior to use with no anomalies found. The staff also inspected the generator connection post procedure with no anomalies found.